Event description:
In 2009, the patient reported that her infusion site cannulas kink during the second day of use. The day prior, she received an e4 (occlusion) error and her blood glucose was elevated to 300 mg/dl. Her normal blood glucose range is 100-150 mg/dl. She removed the infusion site and found the cannula was kinked. She inserted a new infusion site and injected 5 units via syringe. She stated she has scar tissue and she was educated on infusion site management and rotation. She refused to use an infusion set insertion device or to try a different type of infusion set. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.